Event description:
It was reported that stent damage occurred. A 2.75 x 48 synergy stent was selected for use. However, upon entering the stent to y connector of a non-boston scientific device, the stent was damaged. The stent did not enter the patient's body. A new synergy stent was used to complete the procedure and no patient complications were reported.